Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer and recommended the gui keyboard be replaced.

Event description:
It was reported that the ventilator had a graphical user interface (gui) key stuck error. The ventilator was not in use on a patient at the time of the event occurred.